Event description:
It was reported that at routine follow-up the right ventricular (rv) threshold was observed to be high, at 4.0 v at 1.0 ms. It was also noted that the pace impedance had gradually risen from 1,500 ohms to 1,750 ohms over the previous year. No noise could be elicited with provocative maneuvers. The device output was increased to 6.5 v at 1.0 ms and it was planned to continue routine follow-up and monitoring. Additional information received indicated that at a recent follow-up appointment the rv pace impedance was 2,400-2,500 ohms. The rv threshold was 2.8 v at 1.0 ms and stable. Provocative maneuvers were repeated in-clinic and no abnormal results were elicited. It was noted that the patient had previously undergone cancer treatment with radiotherapy directed at the thoracic area and cardiac axis. As the patient did not require rv pacing and the shock impedance was stable, it was decided to continue routine monitoring. Technical services provided additional troubleshooting recommendations. No adverse patient effects were reported. Additional information received indicated that the rv pace impedance became greater than 3,000 ohms. The rv lead was replaced on (B)(6) 2024 and remains in the patient. There were no patient complications.

Event description:
It was reported that at routine follow-up the right ventricular (rv) threshold was observed to be high, at 4.0 v at 1.0 ms. It was also noted that the pace impedance had gradually risen from 1,500 ohms to 1,750 ohms over the previous year. No noise could be elicited with provocative maneuvers. The device output was increased to 6.5 v at 1.0 ms and it was planned to continue routine follow-up and monitoring. Additional information received indicated that at a recent follow-up appointment the rv pace impedance was 2,400-2,500 ohms. The rv threshold was 2.8 v at 1.0 ms and stable. Provocative maneuvers were repeated in-clinic and no abnormal results were elicited. It was noted that the patient had previously undergone cancer treatment with radiotherapy directed at the thoracic area and cardiac axis. As the patient did not require rv pacing and the shock impedance was stable, it was decided to continue routine monitoring. Technical services provided additional troubleshooting recommendations. No adverse patient effects were reported.